Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was dead. It was not known what this meant but the patient was to have an MRI. Upon follow up, the patient had an unrelated stroke and this was why she had the MRI. The device had stopped working before the stroke. A timeline was not known to the patient. The patient was not doing well and was in pain. The patient did not have a managing physician and did not know when she would get to tending her device. If additional information is received, a follow up report will be sent.